Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the suture was pre-placed, the proglide device was attempted to be removed; however, resistance was noted at the foot during removal. The device was rotated and was pulled off with force; the device could be removed somehow. The skin tissue was noted to be attached on the foot. Pre-close technique was abandoned. The sheath was upsized to a 14f sheath and the evar procedure was completed. After evar, manual compression was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - clinical code 4582 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was thought that the foot could be retracted as the lever could be returned to its original position. No resistance was noted during advancement of the proglide device into the anatomy. It was reported that it was possible that vessel damage occurred due to the tissue noted on the foot. However, it was thought that not much vessel damage occurred as surgical treatment was not required. No additional information was provided.

Manufacturer narrative:
The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. H6: investigation conclusions code 4311 was removed. H10: addtl mfg narrative ¿ revised.